Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However the issue was confirmed by the photographs provided of the reported problem, which displays a dropplet forming at the interface of the two connectors. The insert connector from line 8 of the terumo cardiovascular procedure kit was connected to the prescriptive oxygenator pack which is manufacturered at a separate (B)(4) facility. The device history record (DHR) was reviewed and there were no issues found. Additionally incoming inspection documentation was reviewed and no issues were noted. Since no sample was returned we are unable to determine the root cause of the issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The customer reported that during cardiopulmonary bypass (cpb), that there was a slow leak at the quick disconnect. The customer continued using the device and estimated that there was less than 100 ml blood loss. There was no patient injury or delay reported. The procedure was completed successfully.